Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator has been returned to manufacturer and blower assembly, stirring ffan (attaches to motor), stirring fan retainer were replaced, handle kit was replaced to address the image. Unit was returned and unrepaired.